Event description:
In 2008, I had a acl hamstring graft reconstruction done right knee. The hamstring grafts were held into place using "bio-tritis" bio absorbable acl tibial fixation system, 'bio-stratis" bio absorbable acl femoral fixation implant. Every thing went very well. Had injections of fluid put into knee. Then at about 5 months later, start having the worst possible pain-on a scale of 1-10. Ten being the worst +10- in the knee, dr. Did another scope in the following month, only thing found a baker's cyst and the acl was stretched. Was put on crutches for 4 weeks. After, being freed from crutches for one week started to have the worst possible pain again. On a scale of 1-10. 10 being the worst +10. In 2009 had another scope done. With luck on the dr side, he found the root of the problem. One of the anchors was not absorb by my body, it had broken off and was floating around inside my knee. Dr said it was clear, and about the size of the end of a bic pen. If the anchor had some type of color too, it would have been more easily seen and found sooner. I went through 4 months of agony. Every step I took was very painful. Dates of use: 2008. Diagnosis or reason for use: acl repair.